Manufacturer narrative:
There are no indications that the nalu system caused of contributed to the poor healing and no signs of infection were noted at any point in the process. Improper healing of surgical incisions is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. After the implant, the surgical wound failed to properly heal. No signs of infection were noted and no lab cultures were taken. On 29sep2023 the system was explanted due to the surgical wound continuing to remain open and failing to heal as expected.